Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110) was confirmed due to a shorted capacitor on the computer/analog pca, causing it to burn to the board. The monitor was unable to pass detect and treat testing or fire pulses. The root cause for the shorted capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.